Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a¿device history review could not be performed.¿ if the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: ilo k, gnap r, matar he, berber r, bloch bv. Failure of the yoke with a rotating-hinge total knee arthroplasty: a case report. Jbjs case connect. 2024 jun 13;14(2). Doi: 10.2106/jbjs.cc.24.00100. Pmid: 38870317. Objective/methods/study data: the purpose of this case report is to present a patient underwent revision of a total knee replacement to a cementless rotating-hinge prosthesis emphasizing the importance of implant design, patient selection, and surgical technique to prevent such complications. A man in his late 60s underwent a primary right tka in 2004. He required a revision four years later due to instability. This was revised to an s-rom noiles rotating-hinge tka (depuy synthes). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes s-rom noiles rotating-hinge. Adverse event(s) and provided interventions possibly associated with unk knee stem srom (qty 1) . Patient presented with pain and worsening gait. A bone scan indicated increased uptake around the femoral component, suggesting loosening, a finding supported by subsequent plain radiographs since the revision. Femoral stem loosening at the bone to implant interface. Adverse event(s) and provided interventions possibly associated with unk knee femoral srom (qty 1) . Patient presented with pain and worsening gait. A bone scan indicated increased uptake around the femoral component, suggesting loosening, a finding supported by subsequent plain radiographs since the revision. Femoral component loosening at an unknown interface. Adverse event(s) and provided interventions possibly associated with unknown knee femoral sleeve (qty 1) . Patient presented with pain and worsening gait. A bone scan indicated increased uptake around the femoral component, suggesting loosening, a finding supported by subsequent plain radiographs since the revision. Femoral sleeve loosening at the bone to implant interface. Adverse event(s) and provided interventions possibly associated with unknown knee patella (qty 1). Patella was noted to have polyethylene wear. Osteolysis was noted. Adverse event(s) and provided interventions possibly associated with unknown knee tibial insert (qty 1). Dislocation between the tibial insert and tibial tray. Tibial insert was noted to be worn and have an implant fracture. Osteolysis was noted. Adverse event(s) and provided interventions possibly associated with unknown knee tibial tray (qty 1). Dislocation between the tibial insert and tibial tray.